Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) gastrointestinal/ pelvic floor. It was reported that the patient's right side stimulator started shocking them, and the manufacturer representative (rep) had to turn it off. It was confirmed that the stimulation was not on but also had the patient lower the stimulation from 4.0 volt to 0.0 volts. The patient was scheduled to see their healthcare professional on thursday.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Additional information was received from a rep. It was reported that they met the patient in the office in the past, possibly (B)(6) 2016, to re-educate them on using the programmer and the expectations of the device, but they didn't recall a complaint about shocking. They believed that they educated the patient that the stimulation should not be turned up high enough to cause discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.